Event description:
It was reported that stent dislodgement and embolization occurred. The target lesion was located in the proximal left circumflex artery. A 6f unspecified sheath and a 6f unspecified guide catheter were placed. The lesion was predilated a "few times" using an unspecified balloon catheter. Then the 3.00mm x 24mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed and the same balloon catheter was readvanced to predilate the lesion again. Then the 3.00mm x 24mm promus premier¿ stent was again advanced to the lesion however the stent came off the delivery system balloon and was floating in the vessel "for some time". The sheath and the guide catheter were sized up to 8f. When the physician removed the sheath with the guide catheter, the physician had the stent down in the iliac/femoral artery. When they removed pressure from the site, they went back in on the left side with an 8f unspecified sheath to retrieve the stent but was again unsuccessful. The detached stent was left in the patient's body in the right iliac/femoral artery area. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).